Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a shock lead impedance reading of greater than 125 ohms. Daily measurements indicate the impedance has been elevated for over 6 months. This is the first follow up visit since the device was implanted last may.